Event description:
Spoke to patient and husband. No disposable, clamp tubing. Changed cassette and switched pumps with no issues. Advised that author will call back once system is up and running to provide update on order. Patient and husband are aware they will need to go to the hospital if current cassette has any problems as they have no medication left on hand to create mix. Called patient's husband (B)(6), (B)(4) to provide eta on courier (1:45pm (B)(6) 2022). Did the reported product faut occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.